Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined the cause for the reported issue was due to the power supply pcb assembly. The customer received a replacement device. Physio-control further evaluated the removed power supply pcb assembly and determined the reported issue was due to residue on filter component fl10 on the power supply pcb assembly. As a result of this investigation, physio-control has initiated a field corrective action (reference corrections and removals number 3015876-11/07/2017-003c).

Event description:
The customer contacted physio-control to report that the device was repeatedly resetting itself. The customer advised physio that the device display was blank during the reported event. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The customer was provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the device was repeatedly resetting itself. The customer advised physio that the device display was blank during the reported event. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.